Manufacturer narrative:
The complaint device has been discarded and not returned for investigation an investigation has been done based on the event description and results from previous investigations. Results: our records indicate that this is the only complaint of this nature received for the given lot number. Without any complaint device, it was not possible to determine why the chambers were leaking. All chambers must pass a pressure test before they are allowed to leave the production line. Not enough info was provided to determine the fault. Conclusions: insufficient info provided to determine fault. We are aware of other similar reports, however the occurrence rate is very low.

Event description:
Reporter reported that when the hospital staff set up the breathing circuit and mr290 autofeed humidification chamber, water out of the chamber.